Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had a glenoid component loosening 14 years after primary surgery. Subject ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.